Manufacturer narrative:
(B)(4). As per senior tech support specialist, the hx2 was a back-up unit which happened to sit in the operating room (or) when they noticed the error code. The fsr contacted the ccp by phone. The fsr instructed the ccp to check the front panel push-button circuit breakers as the e-08 alarm can be caused by the circuit breaker in the open position. The ccp confirmed that channel b circuit breaker was in the open position. When this was corrected, the hx2 was able to heat up without e-08 alarm. A service call of the facility was no longer necessary. The customer confirmed that the hx2 was heating normally without e-08 alarm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler (hx2) had an error code e08. There was no patient involvement.